Event description:
It was reported that the right ventricular lead exhibited noise which resulted in inhibition of pacing. The patient fell to the floor when this occurred and injured her collar bone. The ventricular sensitivity setting was reprogrammed and no further episodes of oversensing were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).